Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed. No specific conclusions could be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports issues with disconnection and/or leakage. In one case, chemo leakage occurred at the connection to the bd-insite catheter. Per follow-up correspondence with the reporting facility, it was clarified that the leakage occurred with a 5fu chemotherapy home pump. There was no patient injury.